Event description:
The hospital reported they recently had 4 patients having contracted mycobacterium tuberculosis (mtb). The hospital tested 3 scopes, with one testing positive for mtb from a dna-based test. In addition, the scope that tested positive for mtb was linked to only one patient. The other 2 scopes in question were returned to service shortly after testing.